Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after a toric intraocular lens (iol) implant surgery, a patient is experiencing blurred vision, diplopia, shadows in the near vision, monocular ghosting, glare and unexpected astigmatism in the left eye. The surgeon tried to use pilocarpine eye drops to help with the symptoms with no success. The patient is currently wearing a contact lens in the left eye which is helping.